Manufacturer narrative:
This report is submitted on march 29, 2017. (B)(4).

Event description:
Per the clinic, the patient developed an infection at the implant site and was treated with oral antibiotics (date and duration not reported). Subsequently, the device was explanted on (B)(6) 2017. The infection has subsequently resolved.